Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked at the threads on the side. The battery cap was not returned and a test battery cap fit for testing. Evidence of moisture corrosion was observed in the battery canister. The leak test failed due a battery compartment leak. The "ez-prime¿ steps were performed correctly. No power interruption occurred during the investigation. The alleged ¿power¿ complaint was unable to be duplicated. The pump cover was removed and no further moisture corrosion or any intermittent conditions were found to the power circuit board. Unrelated to the original complaint, the cartridge compartment was missing a fragment around the edge. The returned cartridge cap was able to fit. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.